Event description:
It was reported that approximately one month post implant procedure, the left ventricular (lv) lead was explanted and replaced due to severe left ventricular twitching. It was noted that the lv lead placement position was changed for ¿tweezers¿. No further patient complications have been reported as a result of this event. It was further reported that the patient only experienced twitching. The lead position was changed due to the twitching not due to "tweezers". It was noted that "tweezers" was a mistranslation for twitching.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant procedure, the left ventricular (lv) lead was explanted and replaced due to severe left ventricular twitching. It was noted that the lv lead placement position was changed for ¿tweezers¿. No further patient complications have been reported as a result of this event.